Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.